Event description:
It was reported that on the patient underwent a procedure for posterior facet fusion at l4-l5 utilizing rhbmp-2/acs. Following surgery, the patient followed up with her physician. She began to develop increasing back pain and radiating pain to her legs and feet. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2015, patient presented for office visit due to pain in pinky toe after hitting it on computer chair. (B)(6) 2015, patient presented for office visit for follow-up on diabetes and blood pressure.

Manufacturer narrative:
Additional information: h10 following are the image review findings: (B)(6) 2008 chest x-ray pa and lateral views show normal lung fields, cardiac shadow and bony anatomy. Slight hilar prominence is noted on the right. On (B)(6) 2009 mammogram no spinal anatomy imaged (B)(6) 2011 mammogram no spinal anatomy imaged (B)(6) 2012 mammogram no spinal anatomy imaged (B)(6) 2012 cervical CT axial views show moderate degenerative arthritis at c4/5 in the form of uncovertebral irregularities, osteophytes and sclerosis. Facet joints at this level are also arthritic. The remainder of the cervical levels appear normal. Lumbar CT very arthritic facet joints at l4/5 with enlargement and thickening result in subarticular recess stenosis bilaterally involving the l4 roots as well as severe central stenosis involving the thecal sac. Levels above this appear normal. Grade one spondylolisthesis is also suspected at this level. On (B)(6) 2012 lumbar MRI stir sagittal views verify desiccation of the l4 disc with a grade one spondylolisthesis at that level. Spinal stenosis is seen her due to the spondy and very deformed and enlarged facet joints. On (B)(6) 2013 lateral fluoroscopy lumbar several inter operative c-arm views show localizing probe at l4, followed by decompression via laminectomy with facet screws across the l4/5 facet joints. Cerebellar retractors remain in place. On (B)(6) 2013 chest x-ray upright portable ap shows monitoring wires in place. Some hilar prominence on the right. Normal ribs, clavicles and shoulders, normal cardiac and pulmonary shadows. On (B)(6) 2013 chest CT angiogram some thickening is noted in the right apex. Spine and bony anatomy appear normal. No sign of fracture or cord compression of any kind. Chest x-ray bilateral hilar prominence noted as well as some thickening in the right apex. Normal ribs, clavicles and shoulders, normal cardiac and pulmonary shadows. On (B)(6) 2013 lumbar series 5 views of the lumbar spine are reviewed. Grade one spondylolisthesis is seen at l4/5. Facet screws have been placed bilaterally at this level. Oblique and spot lateral views add no additional information. Screws appear well positioned and stable. Decompressive laminectomy has been performed at this level as well. On (B)(6) 2013 lumbar MRI stir and t2 sagittal views again show a grade one spondylolisthesis. This appears to be a degenerative type as there is mild stenosis at this level as well. No foraminal stenosis is appreciated about the l4 roots. Artifact from the two facet screws obscures the anatomy in this area. No anomalies are seen at other levels. On (B)(6) 2013 thoracic CT cardiac and pulmonary tissues are reviewed. No abnormalities are seen involving the thoracic spine or ribs. No stenosis, disc herniation, trauma or tumor is appreciated. On (B)(6) 2014 head CT normal upper cervical spine down to the anterior arch of c1. No other spinal anatomy imaged. On (B)(6) 2014 transvaginal ultrasound no spinal anatomy imaged (B)(6) 2014 right knee series multiple views show normal compartments, normal bone architecture, no signs of trauma, tumor or degenerative change. Alignment, q angle, femur, tibia, patella and flabella are all normal in appearance (B)(6) 2014 left knee series multiple views show normal compartments, normal bone architecture, no signs of trauma, tumor or degenerative change. Alignment, q angle, femur, tibia, patella and flabella are all normal in appearance (B)(6) 2014 mammogram no spinal anatomy imaged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013: patient presented for sleep apnea consult initial evaluation. Patient presented with sleep apnea and hypertension. Patient reported experiencing awakening with choking, headache, depression and heartburn. Assessment: other symptoms involving respiratory system; hypersomnia with sleep apnea; asthma, unspecified; hypertension, unspecified; diabetes mellitus type 2, uncomplicated; chronic depressive personality disorder.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015 the patient presented for office visit, diagnoses: diabetes mellitus without mention of complication ¿ type ii, benign hypertension, chronic airway obstruction not elsewhere classified, esophageal reflux, body mass index between 34.0 ¿ 34.9. On (B)(6) 2012 the patient presented with a complaints of depression, sleep disturbances, appetite changes, and memory problems. Diagnosis: depressive disorder; child sexual abuse. On (B)(6) 2015, the patient presented for psychiatric office visit due to anxiety. Diagnosis: posttraumatic stress disorder; major depression, recurrent, with psychotic features; anxiety disorder, not otherwise specified; child sexual abuse. On (B)(6) 2015, the patient presented for psychiatric office visit and stated that she was doing well. No problems with anxiety, manic or hypomanic moods and depression. Diagnosis: posttraumatic stress disorder; major depression, recurrent, with psychotic features; anxiety disorder, not otherwise specified; child sexual abuse.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004: the patient presented with lower abdominal pain radiating down to the vaginal area. The pain was localized in the suprapubic and lower quadrant area bilaterally, and was described as burning and sharp in nature. The patient also had episodes of vomiting and occasional chills and diarrhea. The patient also reported to having pain with sex in the last month. Physical examination revealed tenderness in the suprapubic area. Impression: lower abdominal pain, urinary tract infection. Lab tests were also performed. (B)(6) 2004: the patient presented for an office visit. (B)(6) 2004: the patient was admitted with nausea, vomiting and 8 weeks gestation. The patient also complained of diarrhea and abdominal pain. The patient underwent lab tests. (B)(6) 2004: the patient was discharged home in stable condition. (B)(6) 2005: the patient presented with pain in lower abdomen. The patient underwent lab tests. (B)(6) 2005: the patient presented with the following diagnoses: cough and symptoms of asthma. The patient also complained of voice hoarseness and nasal congestion. The patient was 23 weeks pregnant. Final diagnoses: upper respiratory infection and mild bronchitis. (B)(6) 2005: the patient presented with weakness, vomiting and diarrhea x1w and underwent lab tests. The patient also complained of sore throat and cough, for the past 2 weeks. (B)(6) 2005 (B)(6) 2005: the patient was admitted with the following diagnoses: intrauterine pregnancy; upper respiratory infection. The patient presented with nausea, vomiting, cough and diarrhea. The patient was tested positive for crp and influenza type a nucleoprotein antigen. Chest x-ray was performed due to fever, which showed normal chest. The patient also underwent lab tests. Urinalysis showed positive ketones. The patient was discharged home with the following diagnoses: intrauterine pregnancy, upper respiratory infection and influenza flu. (B)(6) 2005, (B)(6) 2005: the patient presented with the following diagnosis: iup (B)(6) 2005, (B)(6) 2005, (B)(6) 2005: the patient presented with gest diabetes. (B)(6) 2005: the patient presented with following preoperative diagnoses: 1. Intrauterine pregnancy at 36+0 week. 2. Prom breech. 3. Intrauterine growth retardation. The patient underwent the following procedure: primary low transverse cesarean section. No complication was reported. (B)(6) 2005: the patient was discharged. (B)(6) 2005: the patient underwent pre-employment drug screening. (B)(6) 2008: the patient presented with chest pain, congestion, cough productive of white sputum, bronchitis. The patient underwent x-ray of chest. Impression: normal. (B)(6) 2008, (B)(6) 2008, (B)(6) 2008, (B)(6) 2008, (B)(6) 2009, (B)(6) 2009: the patient presented with depressive disorder. (B)(6) 2009, (B)(6) 2014: the patient underwent ma mammogram routine screening bilat. Impression: negative mammogram. (B)(6) 2010: the patient presented with backache, neck pain radiating to the legs. (B)(6) 2011: the patient underwent ma mammogram as a routine screening. Impression: negative mammogram. (B)(6) 2012: the patient underwent ma mammogram as a routine screening. Impression: negative mammogram. (B)(6) 2012: the patient presented with back and leg pain, due to a fall. The patient was also diagnosed for: lumbago, cervicalgia, herniated disk of neck and lower back. Physical examination revealed moderate tenderness in l2-l4 and c3-c6 with spasms. The patient underwent CT of cervical spine, without contrast, due to neck pain. Impression: no acute findings; degenerative disk changes look mild. The patient also underwent CT of lumbar spine, without contrast, due to back pain. Impression: 1. Mild high grade spinal stenosis at l4-l5 related to bulging disk, hypertrophic and advanced arthritic changes of the l4-l5 facet joints and slight anterolisthesis. 2. No acute fractures are evident. (B)(6) 2012, (B)(6) 2012: the patient presented with severe low back pain radiating to the left hip and left leg. Symptoms were aggravated by bending, daily activities, lifting, lying, sitting, standing and walking. The patient also complained of neck pain which was sharp and located in bilateral shoulder, bilateral arm and bilateral upper arm. Review of symptoms revealed fatigue, fever, night sweats, cough, constipation, diarrhea, gait disturbance, headache, back pain, joint pain, easy bruising. Assessment: l4-5 spondylolisthesis and radiculopathy. (B)(6) 2012: the patient presented with lumbosacral spondylosis, and underwent MRI of lumbar spine. Impression: 1. Grade I anterolisthesis of l4 on l5 with broad based disk bulge, bilateral facet arthropathy, and thickening of the ligamentum flavum, all resulting in moderate to severe central canal stenosis. 2. Multilevel degenerative type changes of the lumbar spine. (B)(6) 2012: the patient presented for follow up due to back pain. The patient reported that the location of pain was lower back. Pain had radiated to the buttocks and hips and legs bilateral. The patient described the pain as numbness, sharp and throbbing. Symptoms were aggravated by changing positions, standing and walking musculoskeletal examination showed muscle weakness. Range of motion of lumbar spine diminished secondary to pain. Assessment: lumbago; diabetes mellitus type 2. (B)(6) 2013: the patient presented with the following diagnosis: long term use medications nec. (B)(6) 2013: the patient presented with lumbar spinal stenosis. (B)(6) 2013, (B)(6) 2013: the patient presented for general preadmit testing. (B)(6) 2013: the patient presented with following diagnosis: l4-5 stenosis with spondylolisthesis. The patient underwent the following procedures: 1. Bilateral l4-5 decompression for decompression of bilateral l4 and l5 nerve roots. 2. Instrumented l4-5 facet fusion using bmp augmented with local morselized bone graft. 3. Supervision of intraoperative radiology. Per op notes, the facet joint capsules were taken down and the l4-5 facets were exposed bilaterally. Using intraoperative fluoroscopy under direct supervision personally, bilateral transfacet screws were placed. This was performed using high-speed drill for starting hole, and under fluoroscopic guidance, a hand drill was used to drill hole in a trans-facet fashion. Once this was completed, the facets joints were decorticated as well as the lateral aspect of the superior articulating facet of l5 and the l4 pars. A small piece of infuse sponge was packed into the facet and lateral to it. This was packed with local morselized bone graft. The facet screws were then placed and the head was torqued down providing good compression of the facet joint. This was done bilaterally with no complications. Hemostasis was assured. Patient tolerated the process well. No known patient complications were reported. (B)(6) 2013: the patient reported of acute and aching pain in lower back. The patient was discharged home with the following diagnosis: lumbar decompression. (B)(6) 2013: the patient called and reported that the incision was draining some bright red and pink and also some clear drainage. (B)(6) 2013: the patient presented was admitted with the following preoperative diagnosis: postoperative wound drainage. The patient underwent lumbar irrigation and debridement to finish the closure. The patient had the following postoperative diagnosis: liquefied hematoma. The blood was reported to be draining since (B)(6)-2013. The patient also complained of lower back pain radiating to back. CT and MRI of lumbar spine were reviewed that showed lumbar degenerative changes, most significant at l4-5 level to grade 1 spondylolisthesis with disk bulge and facet arthropathy resulting in central stenosis. Assessment: lumbago. The patient underwent lab tests. (B)(6) 2013: the patient was discharged home. (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013: the patient presented for follow up due to back pain, diabetes and hypertension. The patient reported that the location of pain was lower back. Pain had radiated to the buttocks and hips and legs bilateral. The patient described the pain as numbness, sharp and throbbing. Symptoms were aggravated by changing positions, standing and walking. Review of symptoms revealed polyuria, polydipsia and weight loss. Neurologic examination revealed gait disturbance and dizziness. Musculoskeletal examination showed muscle weakness and back pain. Range of motion of lumbar spine diminished secondary to pain. Assessment: lumbago; diabetes mellitus type 2; hypertension, benign. (B)(6) 2013: the patient presented with the following diagnosis: dmii wo cmp nt st uncntr. The patient underwent lab tests. (B)(6) 2013: the patient presented to get stitches removed. The patient complained of severe pain in spine and left leg which radiated to hip and leg. She described the pain as sharp and throbbing. (B)(6) 2013: the patient presented with extreme depression and anxiety. (B)(6) 2013: the patient was admitted with complaints of shortness of breath, cough, fever and pleuritic chest pain. The patient also had the following diagnoses: sirs, bacterial pneumonia. Initial evaluation revealed hypoxia, tachycardia. Neurologic and psychiatric examination revealed dizziness. The patient underwent x-rays of the chest which showed normal chest. The patient also underwent several lab tests. Assessment: bacterial pneumonia, unspecified; sepsis; diabetes mellitus; chronic obstructive pulmonary disease. (B)(6) 2013: the patient underwent blood culture exam. Findings: no growth at 24 hours incubation. (B)(6) 2013: the patient underwent CT angiography of chest as well due to hypoxia. Impression: no evidence of pulmonary embolism; prominent mediastinal and hilar lymph nodes with bilateral perihilar infiltrates. The patient also underwent x-rays of the chest due to pna impression: possible small developing infiltrate within the left suprahilar region. The patient underwent several lab tests as well. (B)(6) 2013: the patient was discharged home. Final diagnosis: 1. Influenza and pneumonia. 2. Systemic inflammatory response. 3. Chronic obstructive pulmonary disease. 4. Diabetes mellitus type 2. 5. Tobacco abuse. 6. Anxiety. 7. Thrombocytopenia, improved. 8. Hypoxic respiratory failure. (B)(6) 2013: the patient presented for follow-up on pneumonia. Assessment: diabetes mellitus type 2, uncomplicated; hypertension, be nign; sepsis; tobacco abuse. (B)(6) 2013: the patient presented with the followingdiagnosis: chr airway obstruct nec assessment: influenza and pneumonia; diabetes mellitus type 2; chronic obstructive pulmonary disease; tobacco abuse; anxiety; sirs, thrombocytopenia. (B)(6) 2013: the patient presented with lumbar stenosis. The patient underwent x-rays of lumbosacral spine. Impression: 1. There are postsurgical changes seen involving l5. 2. Grade I anterolisthesis of l4 on l5. (B)(6) 2013: the patient presented status post decompression and instrument facet fusion. The patient had developed postoperative dr ainage and had undergone lumbar irrigation and debridement with intraoperative cultures being negative. The patient presented this day for follow up on the same. The patient reported having some axial back and anterior thigh discomfort. On an unknown date in (B)(6) 2013: the patient underwent pulmonary examination. Impression: mild restrictive lung disease. On (B)(6) 2013: the patient presented for follow up office visit. Review of systems showed hearing loss, nasal drainage, sinus pressure, dyspnea and dizziness. Assessment: diabetes mellitus type 2, hypertension, shortness of breath, allergic rhinitis, dysfunction of eustachian tube, seizure and convulsions. (B)(6) 2013: the patient presented with lumbar stenosis. The patient underwent MRI of lumbar spine without contrast. Impression: there was very mild first degree anterior spondylolisthesis of l4 onto l5. There was a bulging disk at the same level with mild spinal stenosis. (B)(6) 2013: the patient presented with following diagnosis: dmii wo cmp nt st uncntr. (B)(6) 2013: the patient presented status post l4-5 decompression and instrumented facet fusion. She continued to have axial low back pain and pain and numbness that radiated down her left leg to the top of her foot consistent with l5 radiculopathy. The patient described the pain as an ache, burning, numbness, sharp and throbbing. Review of MRI lumbar spine showed degenerative changes and grade 1 spondylolisthesis at l4-5. Physical examination revealed decreased sensation at dorsum of left foot. Assessment: degenerative disc disease, lumbar; spondylolisthesis; degenerative disc, cervical. (B)(6) 2013: the patient presented for follow up office visit. She complained of shortness of breath, dysuria for previous 3 weeks, numbness on left side of face for past 2.5-3 weeks, and worsened allergies and sinus issues. Review of systems revealed nasal drainage, sinus pressure, sore throat, dysuria, urinary frequency, headache, facial droop, left facial numbness. Musculoskeletal examination showed muscle spasm and moderate pain with motion in cervical spine, muscle spasm and mildly reduced range of motion in thoracic spine, lordosis and mildly reduced range of motion in lumbar spine. Assessment: urinary tract infection, shortness of breath, allergic rhinitis, cause unspecified, other diseases of lung, not elsewhere classified, disturbance of skin sensation. (B)(6) 2013: the patient presented with other lung disease nec. The patient underwent CT scan of thorax without contrast. Impression: there had been resolution of the ground glass areas of infiltration noted in both lungs. No active pulmonary or pleural disease was noted. (B)(6) 2013: the patient presented for follow up appointment. Assessment: shortness of breath; other diseases of lung, not elsewhere classified; hypertension, benign; allergic rhinitis, cause unspecified, disturbance of skin sensation- resolved. (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013: the patient presented with history of asthma and shortness of breath. Review of symptoms revealed fatigue, generalized weakness, cough, dyspnea, wheezing. Neurologic and psychiatric examination revealed depression. Musculoskeletal examination revealed back pain, neck pain and muscle spasm in cervical, thoracic and lumbar spine. Assessment: shortness of breath; sleep apnea; allergic rhinitis, cause unspecified; diabetes mellitus; hypertension, benign; degeneration of cervical and lumbosacral intervertebral disc; asthma; cough; abnormal cxr. (B)(6) 2013: the patient presented with obstructive sleep apnea. The patient underwent polysomnography. Impression: rem related mild obstructive sleep apnea. (B)(6) 2013: the patient presented for spirometry. Interpretation: none specific change by spirometry. There was no significant improvement post bronchodilator. Lung volumes were normal, diffusing capacity was within normal limits. The flow-volume loop was normal. (B)(6) 2013, (B)(6) 2014: the patient presented with worsening anxiety and depression. Osteopathic exam revealed paraspinal muscle tension in the left cervical region. (B)(6) 2014, (B)(6) 2014, (B)(6) 2014: the patient presented for office visits due to depression, anxiety and headache. (B)(6) 2014: the patient presented with headache. The patient underwent CT scan of head or brain without contrast. Impression: no acute intercranial abnormality. (B)(6) 2014, (B)(6) 2014, (B)(6) 2014: the patient presented for follow up due to asthama, shortness of breath. (B)(6) 2014, (B)(6) 2014: the patient presented with abdominal pain and follow up on anxiety, headaches, seizure, allergic rhinitis, diabetes mellitus type 2 and hypertension. Physical examination showed pain in back and neck. (B)(6) 2014: the patient presented with abdominal pain, unspecified state. The patient underwent transvaginal pelvic ultrasound. Impression: 1. Normal sonographic appearance of the uterus and right ovary. Nonvisualization of the left ovary. 2. Small amount of fluid within the cul-de-sac, which maybe physiologic in a patient this age. (B)(6) 2014: the patient presented with abdominal pain, unspecified site. (B)(6) 2014: the patient presented with fatigue and follow up on abdominal pain. (B)(6) 2014: the patient presented with anxiety. Assessment: bipolar affective disorder, depressed, unspecified degree. (B)(6) 2014: the patient presented with depressed state. (B)(6) 2014: the patient presented for a routine follow-up for asthma. (B)(6) 2014: the patient presented with irregular periods and for annual visit. Assessment: menopausal syndrome. The patient underwent lab examination of cervical/endocervical specimen. Diagnosis: negative for intraepithelial lesion or malignancy. (B)(6) 2014: the patient presented with menopausal or female climacteric state. (B)(6) 2014: the patient presented for follow up due to irregular periods. (B)(6) 2014: the patient presented for depressive disorder. (B)(6) 2014: the patient presented for follow-up with anxiety, headaches, seizures, hypertension, and diabetes mellitus type 2. Assessment: allergic rhinitis, cause unspecified; anxiety; asthma; lumbago. (B)(6) 2014: the patientpresented with pain in joint involving lower leg. The patient was also diagnosed for: anxiety, headaches, seizures, diabetes mellitus type 2, hypertension and eczema. Musculoskeletal examination revealed crepitus, joint locking and joint pain. The patient underwent x-ray of knee, 3 views bilateral. Impression: negative knee. Assessment: knee pain; eczema; diabetes mellitus type 2, uncomplicated; anxiety; hypertension, benign; allergic rhinitis. The dosage of metformin was increased to 1000mg bid. (B)(6) 2014: the patient presented with malaise and fatigue nec. (B)(6) 2014: the patient presented with palpitation, diabetes, dysuria and follow up of knee pain, which occurred intermittently and was stable. The pain was throbbing. Review of symptoms revealed depression, palpitations, dysuria, crepitus and joint pain. Assessment: diabetes mellitus type 2, uncomplicated; knee pain; dysuria; palpitations. (B)(6) 2014: the patient presented with palpitations. The patient underwent holter up to 48hr recording for 24 hours. Findings: 1. The underlying rhythm was normal sinus. 2. Monitoring started at 2:16 pm and continued for 23 hours and 59 minutes. 3. The average heart rate was 109 bpm. The minimum heart rate was 64 bpm. The maximum heart rate was 150 bpm. 4. Ventricular ectopic activity consisted of 11 beats; of which 2 were in atrial couplets and 9 were single pacs. 5. Supraventricular ectopic activity consisted at 11 beats;of which 2 were in atrial couplets and 9 were single pacs. 6. The longest r-r interval was 1.0 seconds. 7. No symptoms were noted. (B)(6) 2014: the patient presented for follow-up visit for asthma. Assessment: allergic rhinitis, cause unspecified; asthma; cough. (B)(6) 2015, (B)(6) 2015: the patient presented for follow-up on anxiety, headaches, seizures, allergic rhinitis, asthma, diabetes m ellitus type 2, hypertension, eczema. Review of symptoms revealed palpitations, anxiety and depression. Assessment: palpitations; diabetes mellitus type 2, uncomplicated; anxiety; depression; hypertension; allergic rhinitis; obstructive sleep apnea. The dosage of carvedilol medication was increased to 6.25mg bid on (B)(6) 2015.

Manufacturer narrative:
(B)(4) (persisting back pain). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013: the patient presented with history of asthma, shortness of breath, chronic neck pain and back pain. On (B)(6) 2013, (B)(6) 2014: the patient presented with worsening anxiety and depression. Osteopathic exam revealed paraspinal muscle tension in the left cervical region. Assessment: anxiety, depression, headache, disturbance to vision.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.